Event description:
As reported, the tip end of a 5f judkin's left (jl 3.5) infiniti angiographic catheter detached during flushing after withdrawal during surgery. The angiographic catheter was replaced, prolonging the procedure time and increasing the probability of intraoperative risk. There was no reported patient injury. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.